Manufacturer narrative:
Additional information received indicated that the device was implanted for approximately 20 years 9 months.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to request patient demographic data have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that an unknown duration post implant of this aortic bioprosthetic valve, the patient had cuspal calcification and moderate paravalvular leak (pvl) as measured by echocardiogram and a cardiac catheterization. The device was replaced valve-in-valve with a transcatheter valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.